Manufacturer narrative:
The damaged instrument has been received by the manufacturer for evaluation. The reported problem was confirmed. Found the ball plunger was broken off of the shaft of the slide hammer.

Event description:
A medtronic representative reported that during a spinal fusion procedure, a slap hammer instrument was damaged. It was reported that the damage occurred when the surgeon was attempting to remove an interbody instrument from the patient. No details regarding the nature of the damage were provided. The interbody was removed by other means and the there was no impact to the patient. There was a reported delay to the procedure of 5 minutes. No further details were provided.

Manufacturer narrative:
Correction: the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.